Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no adverse impact to the customer's blood glucose level. The customer acknowledged that the event was due to user error, and no issues with the pump were reported. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.